Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the cgm receiver kept alarming with a low reading of 45mg/dl. The patient was asymptomatic and does not have test strips. She self-treated by unspecified means and the cgm remained 45-55 mg/dl. She decided to call 911 because of mobility problems. She declined to give additional details. She said her cgm still was reading low - the nurse had to shut off her receiver because the alarm kept going off. She was discharged from the hospital on (B)(6) 2025 with a bg meter reading of 96mg/dl checked by the nurse. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).